Event description:
I had the essure birth control device implanted in (B)(6) 2009 after I found out my mothers breast cancer was due to estrogen therapy and I was advised that I should find an alternative to hormonal birth control. I was not informed of any possible side effects and was not informed that the device was nickel based to which I have a sensitivity to. Days after the procedure I went to the ER because I was experiencing shortness of breath. They could not find a cause and I eventually dissipated. In the month and years following the procedure I experienced burning pain in my hips, abdominal pain to the point I thought I was having gall bladder or appendix issues, pain during intercourse, sever rash/eczema on my scalp and neck and hair loss. My periods also got progressively heavier and more frequent to the point where I was having it every other week to two weeks and was lasting up to two weeks with sever cramps and heavy bleeding to the point where I was unable to go to work on numerous occasions. My doctor denied this was caused by the implants but I ultimately chose to have a partial hysterectomy ((B)(6) 2013) to remove my uterus and fallopian tubes to remove the devices.